Event description:
This lead was implanted on (B)(6) 1995 and was capped on (B)(6) 2012 due to high impedance. The physician was dr. (B)(6) at (B)(6) medical center in ann (B)(6). No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).